Event description:
I live in (B)(6) and had breast augmentation surgery in 2003. I have been ill for some time, my symptoms include muscle loss (mass and tone), weight loss, hair loss, slurred speech, total skin rash and soreness, blurred vision, fatigue, joint and muscle pain, loss of coordination and depression. At no time did I make a link to my breast implants as I thought I was suffering symptoms of stress. However, due to recently accelerated muscle loss and skin problems, along with increased pain in my chest and neck, I tried to make arrangements to see my private surgeon at (B)(6) which took me three months to secure. I have been advised that at least one of my inamed silicone implants had ruptured (now very small and deformed) and that the gel has inflamed my lymph nodes. I can't help but think that there might be some connection between my symptoms which have persisted and gradually worsened for almost two years now - except for recent heightened chest pains which prompted me to contact my surgery provider. I now have the added stress of knowing that something is wrong, and that there is nothing I can do about it. I have no idea what damage may be being done to my body, so perhaps some medical monitoring would keep us all informed? As it stands, my current situation is that the (B)(6) won't remove the ruptured implant because they believe that liability lies with the private practice who undertook the surgery. (B)(6), from whom I purchased my implants, cannot help me without payment up front. As I have not been able to work for some time, I cannot afford private surgery costs. So, for the foreseeable future, the ruptured implant will have to stay in my body. I wonder if the FDA would be interested in collecting data from my current health situation for future reference in regard to any further considerations over the safety of silicone implants. As my health seems to be deteriorating fast, and the implant remains in place, perhaps my body can provide the proof to link or dismiss the destructive effects of silicone implants in humans. I feel I might as well use my current predicament towards some good use at least. Worse-case scenario, if we start monitoring now, we might even find out if silicone leakage can or does contribute to eventual death. In the meantime, I hope the (B)(6) might also raise the ethical question, who, if anyone is legally and financially responsible to save my life.